Manufacturer narrative:
Follow up #2 submitted: (B)(6) 2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on 09/23/2015 with the following findings: the black box data and download history were not able to be downloaded because the pump was received in a condition which prevented the data download. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. On examination, the battery compartment was noted to be cracked below the bumper pad. The cartridge compartment was damaged near the threads. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. A leak test was performed which revealed leakage due to the damage to the cartridge and battery compartments. There was moisture leakage into the battery compartment. The pump cover was removed revealing evidence of internal moisture affecting the printed circuit board and the pump¿s internal components. Investigation confirmed the alleged moisture ingress; testing for a power issue was not able to be performed due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging that there is moisture in the pump and the pump cannot be re-started. Animas customer support made several requests for follow up to gain more information on this complaint but did not receive any further information. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: 08/25/2015 on (B)(4) 2014, animas was made aware of additional information regarding this complaint. The distributor contacted animas on (B)(4) 2015 with the following additional information: moisture was reported in the battery compartment and the pump reportedly had no power. On (B)(6) 2015, the patient was reportedly hospitalized with blood glucose measurement =500 mg/dl while on insulin pump therapy. The patient reportedly required treated above and beyond that of normal diabetes management. No further information was provided.